Event description:
The balloon on a product being used for emergency treatment of bleeding esophageal varices burst shortly after traction was applied. The product was removed and replaced with no complications reported. The patient later died as a result of a perforated esophagus. While the doctor and nursing staff are very concerned at the burst, they believe that the perforation could have occurred as a result of other treatment the patient was receiving.